Event description:
The physician deployed 2 non-medtronic stents to proximal lad; cag confirmed that uncovered lesion remained at distal part of lad. The physician then attempted to deploy an integrity rx (2.50 x 18mm) stent but the stent dislodged at proximal side of non-medtronic stent. The physician attempted to withdraw the dislodged stent with gooseneck snare catheter but did not succeed. The dislodged stent was pushed and crushed into distal lad. Evaluation summary: the distal tip was slightly flared indicating that it may have been stubbed during delivery. Crimp impressions were evident along the working length of the balloon. The proximal pillow balloon folds were partially opened and disturbed.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement), root cause is unconfirmed. (B)(4).